Event description:
Customer reported several failed battery test. Customer's blood glucose was 150 mg/dl. Troubleshooting did not find any damage to the battery compartment. Customer was advised to have their insulin pump replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents are within the specification, no unexpected low battery, fail battery test, off no power alarm or battery indicator anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.